Manufacturer narrative:
This report is part of a retrospective review, although no adverse event was reported, this device has had a similar malfunction that has caused or contributed to serious injury. The returned tap was evaluated for the complaint that it broke during surgery. Upon evaluation the tap was found to be broken in the threaded portion. The thread minor and major diameters were found to be within tolerance. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force applied to the tap. The IFU packaged with this product warns against using excessive force ¿instruments which have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose.¿

Event description:
It is reported that the tap broke during a maxillary procedure. No adverse events were reported.